Event description:
It was reported that a device was being returned due to the user passing away. There was no allegation that the device contributed to the death. Reporter stated the patient passed away and no longer needs supplies and wanted to cancel them. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.